Event description:
The PICC was inserted, x-rays were taken following insertion and on subsequent days, wire not visible. On (B)(6) 2013, a CT was taken which demonstrated a looped linear structure within the left and right main pulmonary arteries (B)(6) 2013, (presumably guide wire) was removed from the right pulmonary artery, "coated with thrombus."

Manufacturer narrative:
The complaint was confirmed, and will be considered a use related issue. The complaint sample returned is stretched and elongated. Both ends of the stylet wire have been severed. The stylet was apparently severed and the weld tip was not returned for evaluation. The stylet was most likely cut when the catheter was being trimmed to length. The product was apparently damaged during use. The product IFU gives detail instructions on pre-flush of the catheter and modification of the catheter length after pre-flush. A lot history review (lhr) of rexb0651 showed no other similar product complaint(s) from this lot number.